Event description:
Reporter indicated that pt had passed away. The cause of death was reported as aspiration pneumonia that became septic. The pt was last seen by physician in 07/02 at which time device diagnostic testing was within normal limits. No changes were made to programmed device parameters at this office visit. The ncp system was not explanted and no autopsy was performed. The pt was receiving vns therapy at the time of death and reportedly experienced a >50% reduction in seizures with the vns therapy.